Manufacturer narrative:
(B)(4). S/w ver 4.11c. Retainer = black. The insulin pump powered up after battery installation. No blank display noted however, the pump was received with a critical pump error (open book image) alarm. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The pump was successfully downloaded utilizing crest and thus. Pump error 35 alarm ((B)(6) 2021 at 10:49 am) was found in the downloaded history files. Critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Moisture damage was also found on the electronic assembly (pcba 1 and pcba 2) and the motor during visual inspection. Force sensor zero offset within specification (23.9 mv). A test p-cap does lock into place inside the reservoir compartment properly. The insulin pump was received with scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, and case cracked behind the pump at the corner of the belt clip rails.

Event description:
Information received by medtronic indicated that the insulin pump had a blank screen. Contacts on battery cap was not missing or damaged. Display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.